Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of lesions of the ascending aorta (asg device): on (B)(6) 2025, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe aortic component and 2 side branch components). On (B)(6) 2025, it was reported that an unspecified endoleak was observed during follow-up imaging. As per medrio and clinical team, no adverse events or treatment for this endoleak has been noted and type of endoleak remains unknown. On (B)(6) 2026, it was later reported that the endoleak identified was a type ii proximal subclavian endoleak, no aneurysm growth was observed. This type ii endoleak will be treated on a later date in (B)(6) 2026.

Manufacturer narrative:
H6: code c19-as the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20: device remains implanted. H6: code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It was reported that six month follow up images revealed 12mm of aneurysm sac enlargement from baseline.

Event description:
It was reported that six month follow up images revealed 12mm of aneurysm sac enlargement from baseline.